Manufacturer narrative:
Product event summary - the lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant attempt, the helix deployed normally. During the lead placement, there were several dislodgements resulting in several repositionings. Then the helix would not retract after twenty-five to thirty turns while in the body. The physician removed the lead and once outside the body the helix retracted. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).